Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on 08-may-2024 patient reported low blood glucose and she was passed out when she was in wheelchair and length of hospitalization is greater than 24 hours and time and date of hospitalization at ER visit is (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.